Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 05may2016 to the present date, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The reported condition of device not detected on bus was confirmed during fse testing and subsequently confirmed during dchu investigation process. The device was initially evaluated by the field service engineer (fse) according to work order 01928167, the fse reported that the retractor band for drawer 2.2 had been rubbing against the drawer rail, resulting in band failure. The technician replaced the retractor band, restoring normal drawer operation. Drawer 3 was not detected by the system or diagnostic tools, so the technician replaced the drawer controller for the full matrix drawer. Finally, tested drawer in diagnostics and it worked in the application. During dchu visual inspection p/n 135438-01: was received it was noted that exposed copper strands and associated thermal damage were observed. P/n 118213-31: was received and physical damage was observed along the flat flex cable. During dchu testing p/n 135438-01: no dchu testing was required due to thermal damage and exposed copper strands found during visual inspection. P/n 118213-31: no dchu testing was required due to physical damage found during visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer was not detected on bus, which located on lc acl6. As per part investigation, it was determined that there was exposed copper strands and associated thermal damage were observed. There were no adverse events or injuries reported based on this event.